Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump resulting in the pump shutting down. The customer experienced an elevated blood glucose (bg) level of 600 mg/dl and consumed water to manage it. The customer reverted to an alternate method of insulin therapy.